Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d384vrg implantable cardioverter defibrillator (ICD),  implanted: unk. (B)(4).

Event description:
It was reported that the patient was on vacation and went to the hospital due to an alert from his device. It was found that the alert was triggered due to high impedance of the right ventricular (rv) lead. Lead conductor fracture was also suspected. When the patient returned back from vacation a device check was done and the lead impedance was normal. Therefore, the physician decided to monitor the patient and follow up with the patient again within four weeks. The lead remains in use. No patient complications have been reported as a result of this event.